Event description:
It was reported that during a remote follow up, noise was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, it is unknown if diagnostic imaging was performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the noise noted on the right atrial lead resulted in oversensing.

Event description:
Additional information was received indicating the physician suspected insulation damage of the right atrial (ra) lead; however, diagnostic imaging was not performed. The patient was in stable condition and will continue to be monitored.